Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and alloderm regenerative tissue matrix were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent cystoscopy, robotically-assisted lap. Right nephroureterectomy, robotically-assisted lap. Pelvic lymph node dissection on (B)(6) 2011, due to nonfunctional right kidney, transitional cell carcinoma of the distal right ureter. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with biopsy of ureteral lesion, subtotal hysterectomy with bso, abdominal enterocele repair due to fourth-degree cystocele, weakened pubocervical fascia, third-degree uterine prolapse, traction enterocele. It was reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent repair of sigmoid colon, repair of small bowel, and incidental appendectomy in addition to mesh removal on (B)(6) 2011 due to infected mesh and intra-abdominal adhesions.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.